Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensed noise that lead to inappropriate atrial tachy response (atr) episodes. At the time, the suspected cause of the observation was insulation damage. The lead remained in service and was being monitored until there was a change in impedances and loss of capture. The impedances were still within normal limits, but were 1500 ohms. The lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.